Event description:
During the shift check, the autopulse platform (sn (B)(6) displayed "system error, out of service, revert to manual CPR." No patient involvement.

Manufacturer narrative:
The customer's complaint of the autopulse platform (sn (B)(6) displayed a "system error, out of service, revert to manual CPR" message was confirmed during the functional testing and the archive data review. The root cause of the system error was an internal communication error that caused a latch-up of the processor board. The archive data indicated system error - 132 (internal watchdog timeout), thus confirming the reported complaint. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering on, thus confirming the reported complaint. Zoll service personnel used the ap vision to clear the system error. Upon resetting, the platform was re-evaluated through the run-in test with good known test batteries. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the autopulse platform with sn (B)(6). B3, the date of the event is unknown